Manufacturer narrative:
The lens was implanted in the patient's right eye (od). The patient reported temporal light in eye. A different type of lens was implanted as the exchange lens. The cause of the event was unknown. The device did not cause or contribute to the event. (B)(6) 2019. Claim #: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid in specimen cup. Visual inspection found the lens returned in three pieces. The lens optic was torn into two pieces and one haptic was torn off. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cq2015a collamer three piece lens, +25.5 diopter, on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced dysphotopsia. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.